Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l1) for treating centrum¿s compression fracture on (B)(6) 2022 . The medium-sized stent (unk product code; unk lot) on one side did not inflate adequately which prevented a cement needle advancing. Next, the trial balloon on the right ruptured when the surgeon was working on it. The lesion was cleansed, and contrast medium and other substances were collected from the lesion. A trial balloon was used for troubleshooting, which did not correct the issue. Another troubleshooting worked fine to complete the rest of the procedure which resulted in over 30-minute surgical delay. The procedure was successfully completed. There was patient outcome. No further information is available. This report is for one (1) unk - synflate/vbs this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown synflate/vbs: synflate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: (B)(6). Members account address: (B)(6). Postal code: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.